Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device loop's ring doesn't come out. The issue occurred during a therapeutic emr procedure. The procedure was delayed, however the procedure was completed with an olympus back-up device there were no reports of patient harm.